Event description:
It was reported that during reprocessing, customer noted that the clamp of the pk dissecting forceps instrument was not working. Nothing reportedly fell into the patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cable was not broken or damaged. Therefore, the instrument grips opened and closed manually. 48 - failure analysis investigation also found the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.